Manufacturer narrative:
Trackwise # (B)(4). He lot # 25155342 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. [Ncmr #17217- a discrepancy in the maximum dose specification on the certificate of processing (max dose specification = 38 kgy) was identified for twelve (12) gamma process loads (initiated december 14th through december 16th, 2020) that were reviewed against the revised, released procedure 90519293 rev bk (maximum dose specification = 40 kgy).]. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 shears would not cut. Device did not work a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 shears would not cut. Device did not work a replacement device was used to complete the procedure. The hospital did not report any patient effects.